Event description:
The customer reported that the left monitor was blank. This will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.